Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they have a bravo study which is missing tracings. Patient stated the recorder was beeping and called the customer. Customer advised patient to place recorder on chest and stopped beeping. Patient has no implanted medical devices and bmi is under (B)(6). A repeat procedure will be performed.

Manufacturer narrative:
Evaluation summary: though no equipment was received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the duration of the recording was 46:32:07 instead of the scheduled 48 hours. There are two large gaps in the data of approximately 20 and 15 hours, as well as numerous small gaps of approximately 20 minutes throughout the entire study. There were also no readings for most of the study duration. A review of the device history record indicates that the product was released meeting finished product specification. As no equipment was returned and only the study data was provided, the cause of the failure cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.